Event description:
Patient care specialist contacted dexcom technical support via email on (B)(6) 2015, to report that the patient had a severe hypoglycemic event during the night. The patient's husband heard the alarm go off and was able to help her raise her blood glucose level. This took over three hours. The patient stated that she had felt sick and dehydrated. The patient is doing well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). There was no reported issue with the device. It should be noted that diabetes mellitus is a known cause of hypoglycemia and dehydration. However, a root cause for the reported patient events cannot be determined.